Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false low glucose result generated by the unicel dxc 600 pro synchron clinical systems. A result of 240mg/dl was reported out of the lab which was not consistent with the point-of-care finger stick result of >400mg/dl previously obtained by the physician. The original sample was re-tested and a result of 427mg/dl was obtained. An amended report was issued. Patient treatment was not affected.

Manufacturer narrative:
The lab performed a glucose precision run after the event and low flyers were seen. A field service engineer (fse) was dispatched: the fse replaced the stir bar, verified alignments and operation of the stirrer motor. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.